Event description:
During a colonoscopy, a cook disposable hemostasis clip was used. The clip was attached to the targeted site. The clip failed to deploy. Then the spring-loaded handle made a loud pop and the handle broke. The clip would not deploy. The clip was able to be opened for removal from the clipping site. Another cook disposable hemostasis clip was used to complete the procedure without difficulty. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a close visual examination under magnification confirmed the clip gear was assembled properly. A crack in the housing was also observed. During a functional test the device was advanced through a pentax (B)(4) colonoscopy (2.8 channel) placed in a simulated lower gi position. Hemostats were used to manipulate the drive wire inside the handle. The clip opened and closed on a simulated tissue sample. The clip deployed and remained attached to the tissue sample. The handle was disassembled to examine the drive wire inside the handle. The device was returned to the approved clip supplier for further evaluation. The suppler confirmed that the drive wire had been manufactured according to specification. A review of the device history record could not be conducted because the lot number was not provided. A review of the device history record could not be conducted because the lot number was unable to be determined. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical condition such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual condition of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feed back continues to become available.